Event description:
03:20 - rn stated paging system did not alarm ventricular tachycardia/fibrillation monitor technician noticed event at cic central station and sent nurse to assess pt. Full code was performed on pt. Biomedical engineering reviewed occurrence report 12/7/1998.